Manufacturer narrative:
The impella pump remains on for support and as such no investigation upon the benchtop has yet begun. Upon completion of the investigation, a final report will be filed.

Event description:
The medical team had an impella 5.5 support ongoing for a patient suffering from cardiomyopathy. The impella was placed via axillary grafted insertion. There was an access site hematoma that was surgically evacuated. The hematoma developed after a week of support. The pump remains on for support on day 45 at time of the report. The pump has now been used beyond indication.

Manufacturer narrative:
The investigation for the high purge pressures has been completed. The data logs were not returned for review. Additionally, clinical details do not suggest a cause for the reported high purge pressures. Therefore, the root cause of the high purge pressures could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
It was further reported that tissue plasminogen activator was administered to prevent lower purge flow and increased purge pressures. No purge alarms were triggered and all pressures and flow were within normal limits.

Manufacturer narrative:
Since the original report was filed, some of the impella product was returned, but not the introducer or pump. Only the purge cassette was returned from the medical center. As such, no benchtop analysis is possible to lead to a root cause of the access site bleeding. The root cause is not determined. The failure mode will be monitored and trended.